Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that while cleaning/inspection of the bom 7mm extended length endoscope it was observed that it was cloudy and there were spots on the image. The hospital did not report any patient effects.